Event description:
It was reported that the physician suspected that the atrial lead was not fully inserted into the connector of the pulse generator. The device was reprogrammed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).